Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The service group found the image was foggy due to a dirty objective lens. Additionally, there was a deep chip/missing on the pink colored probe unit, two broken elements on the ultrasound image, corrosion was found inside the control body after opening, the ultrasound cable has a deep cut and the control knob/movements have play and are loose. The scope was repaired and returned to the customer. A review of the service records indicate the scope was last serviced via repair on (B)(6) 2020. As part of the investigation, olympus followed up with the customer to obtain additional information but with no results. The cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the customer that during preparation for use, the image on the ultrasonic gastrovideoscope was distorted. No patient harm or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The investigation also identified: - described event is not caused by device design. - DHR review confirms subject device had no abnormalities in manufacturing. - no failure history at the same user facility with the same device. - (2) similar complaints identified previously at other user facilities. - image distortion was not reproduced. The root causes could not be identified. Based on the investigation results, the probable / presumed causes are identified below: - the image distortion was not reproduced and the haze (such as reprocessing residues) was observed on the objective lens. Therefore, haze on the objective lens due to failure in reprocessing might have caused the indication phenomenon. - scratches were observed on the acoustic lens from the images and furthermore lack of acoustic ray was found. Therefore, an external force could have been applied to the distal end, leading to causing the phenomenon.